Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (connect belt/check te messages) has been confirmed. Upon evaluation, the trunk cable connector was damaged and several wires were cut (yellow, black, and blue). The cause for the damaged wires and connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the patient is receiving "connector belt" and "check te pad" messages. The patient was issued a replacement electrode belt.